Event description:
The pt reported that about 10 days ago, her infusion device began making a "buzzing noise." She stated that she also noticed her blood glucose values were higher than normal. In addition she noted that she has been going through twice the normal amount of insulin. She stated that her blood glucose readings have been 365-414 mg/dl, her normal range is 107-150 mg/dl. The pt reported that she administered insulin injections to reduce her blood glucose values. She reported that she was suffering from symptoms of headaches, thirst, and very tired. She also stated that she attempted to bolus into the air and the infusion device showed 5.4 units of insulin had been dispensed before she saw insulin flow from the end of the tube. No medical attention was required. The product was requested to be returned for eval.